Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used for hemostasis of the antegrade puncture site. The hemostasis procedure was completed successfully; however, hemostasis was not achieved perfectly. Health damage to the patient was not serious. The patient was recovering. The blood loss was less than 250cc's. The reported event resulted in patient injury and/or required medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. Bleeding occurred in the procedure room. The puncture was a right femoral artery puncture. The event occurred intra-operative. No equipment or other devices were used with the involved product. Additional information was received on 19dec2023: the puncture site was in the middle of the common femoral artery and was not in a bifurcation. The physician confirmed that there was no stenosis or calcification within 2 cm around the puncture site. The physician believed that there were no problems when applying tension to the anchor to fix the collagen and the vessel wall at the end. Hemostasis was achieved by manual compression. Except for the bleeding, there was no health damage to the patient. The patient was recovering well.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for imperfect hemostasis. The exact root cause cannot be determined. The likely cause was determined to have been residual bleeding after device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).